Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity, and measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies, and the lead helix and tip appear intact. Analysis was unable to find any issues that might have contributed to the perforation.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a post-operative check eight days after implant this right ventricular (rv) lead had no capture. An x-ray was performed and determined that the lead had perforated. The lead was explanted and replaced. No additional adverse patient effects were reported.